Event description:
Pt started hemodialysis treatments in april 1999 with a left forearm graft access. Three weeks later, the pt began experiencing pain and burning throughout the entire graft approx. Two hours into every treatment. Symptoms continue until termination of treatment. Immediately following termination of treatment and removal of needles, the symptoms resolve. Pt is scheduled for a venogram on 09/16/1999.